Event description:
A peripherally inserted central catheter (PICC) was successfully placed for antibiotic treatment. It was noted post placement that the catheter was leaking. The catheter was successfully removed via the proximal end and another PICC was not placed as the treatment was changed to oral medication. No pt complications were reported in this event and the pt was subsequently discharged. This device has not been received for evaluation. Therfore, a failure analysis is not available and without evaluating the device the co is unable to determine if it met specifications. User technique during access and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. Co's directions for use outline appropriate placement, access and maintenance procedures.